Event description:
A medtronic representative reported that, while in an ent procedure, the navigation system monitor went black while in navigation. Re-booting and additional trouble-shooting did not resolve the issue. The surgeon opted to discontinue the use of the navigation system and halted the surgery to be rescheduled for completion. There was no clinical impact on the patient.

Manufacturer narrative:
The patient is doing well with no complications. A second surgery my be necessary as the second sphenoid sinus was not addressed due to the reported event.

Manufacturer narrative:
The surgeon reported that the patient has not undergone another surgery to address the sphenoid sinus due to the fact that the patient has other health complications unrelated to this procedure.

Manufacturer narrative:
(B)(4). It is not documented whether or not the patient had an obstruction. A medtronic representative, following-up, was advised that the procedure was prematurely halted, 75% was completed prior to the monitor black-out. Surgeon did not want to complete remaining surgery without the use of navigation. Return of the suspect monitor to the manufacturer for evaluation is not expected.